Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation the device was powered up and alarmed ec1260 which is a corruption of the memory of the circuit board. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited error code 1871. No adverse effects were reported.